Event description:
While using c-pap, I had to take a x-ray and found a nodual on my lung. Waiting for final test to see how they will proceed. Also found dead cells in brain. FDA safety report ID# (B)(4).